Manufacturer narrative:
The posterior strut had become entangled with a portion of the remaining leaflet and papillary muscle which resulted in incomplete closure of the valve and incompetence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was submitted in error as a duplicate. The original report was submitted under MFR #2015691-2010-14486. Please disregard this report.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that incompetence of the valve. According to the operative report, the patient presented with tricuspid regurgitation, and therefore, was referred for tricuspid valve replacement. The edwards pericardial prosthesis was inserted. It fit well into the annulus. Closure of the right atrium was carried out allowing the heart to fill with blood. After discontinuation of cardiopulmonary bypass, there was evidence of severe persistent tricuspid regurgitation. Accordingly, cardiopulmonary bypass was reinstituted. The aorta was occluded again. The cardioplegic solution was administered. On examination of the valve, the posterior strut had become entangled with a portion of the remaining leaflet and papillary muscle which resulted in incomplete closure of the valve and incompetence. Because of this it was decided to remove the prosthesis and to replace it with an edwards porcine valve prosthesis of the same size. The valve functioned satisfactorily. The patient was taken to the intensive care unit in stable and satisfactory condition. Furthermore, per the health-care provider, the reason for removing the valve was not related to a product malfunction.